Event description:
Via device incident report (B)(4), patient reported they were injected with juvéderm ultra plus® xc in the nasolabial cheeks and 5 other areas for anti-wrinkle and experienced the ¿pain at the injection site, a sore neck, extreme migraine (non device related), vision disturbance like burning eyes, photophobia, ad bilateral orbital swelling. Patient was unable to open their eyebrow since it was dropping due to ptosis, pain and was advised that they have nerve damage in their eyes. They experienced chronic eye pain, vision loss, and blurry double vision. Patient stated ¿my face has dropped my eyes are like turtles.¿ they were told they may have an infection and nerve damage in their eyes which has not fully recovered yet and still can not see properly requiring further testing. They were advised to use a treatment named ¿epilim¿ or similar for ongoing pain. Their healthcare professional told them that they would most likely be left with eyebrow droop. Patient has gone back on taking antibiotics. The filler is infected and caused damaged or clogged lymph nodes. The patient was bedridden sick, and had weak arms (non device related) and a sore body. Patient expressed concerns that something went wrong and worried about what this injection has done. They were told to go home and massage their bilateral swelling and take pain medication. Patient was not satisfied with the results and after two months, they look like hermin monster because the injecting physician mutilated their face. They continue to experience chronic pain and have seen a number of specialists who reported these reactions. Patient also reported non-device related events of body pain, arm pain, nausea, and sore neck. The patient suffered immediately from a migraine and inflammation on injection sites. Between five to eight days, it got very, very bad and they were bedridden. Patient had extreme swelling ptosis pain, vision loss and erythema.

Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The events of vision abnormalities, vision loss and cellulitis are considered an unexpected adverse drug experience.